Manufacturer narrative:
Emb hp; cable, conn/gun cable bad conn. Replaced all listed items in estimate. Replaced damaged/worn components and recalibrated unit to factory specs. Qa: (B)(4). Hpc: 1225. Hp: 202406. (B)(6) 2026 evaluation tech: (B)(4). Emb hp; cable, conn/gun cable bad conn. Blockage in the handpiece cable causing restricted water flow. Debris buildup in the water solenoid, debris buildup in the water supply hose. Need to replace handpiece harness, debris build up. Ensure customer that they are using our inserts and are not damaged/worn. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Hp-202405, hpc-12150. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron touch 115v dom g1000 they allege that the handpiece and insert tip are warm to the touch. No injury was reported from the alleged event.